Manufacturer narrative:
Device evaluated by MFR.: the balloon was tightly folded, there was no indication of positive inflation pressure. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, water emitted from a longitudinal tear in the balloon wall in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal ostium of the right coronary artery. The lesion was ablated with an unknown rota burr size. An unspecified stent was implanted in the lesion. The physician attempted to post dilate with two non bsc balloon catheters, but both of these two balloons ruptured. The physician then post dilated with the 3.5 x 20mm quantum maverick balloon catheter, and this ruptured on the 1st inflation at 4atms. The device was removed intact. The physician changed the non bsc guide catheter to another. The postdilation was completed with a different balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal ostium of the right coronary artery. The lesion was ablated with an unknown rota burr size. An unspecified stent was implanted in the lesion. The physician attempted to post dilate with two non bsc balloon catheters, but both of these two balloons ruptured. The physician then post dilated with the 3.5 x 20mm quantum maverick balloon catheter, and this ruptured on the 1st inflation at 4atms. The device was removed intact. The physician changed the non bsc guide catheter to another. The postdilation was completed with a different balloon. No patient complications were reported and the patient's status is good.